Event description:
On bypass for 35 minutes and had given cardioplegia. After the initial dose, the perfusionist noticed blood in the cardioplegia pump raceway. Clamped the inlet and outlet and changed out the tubing. Reprimed and was able to given cardioplegia 10 minutes later. Blood loss was minimal and intervention was required to compensate for the blood loss. Pt came off bypass without difficulty and left the o.r. In stable condition with no drips.